Event description:
The customer reported that the table was displaying an error code message which was pointing to a bad battery. They had already changed the battery and still were getting the error code message. The table was not operational.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.